Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 429 mg/dl. At the time of incident. The customer was treated with metformin novalog and 22 units of insulin. Customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.